Event description:
A journal article was reviewed that contained information regarding this lead. There were reported inappropriate shocks, oversensing, and an apparent fracture. The lead was replaced. Further follow-up did not yield any additional relevant information regarding this event. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occured outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "subcutaneous ICD implantation." Portuguese journal of cardiology: an official journal of the portuguese society of cardiology.29(3):451-457.